Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm hardware low level failures (pump error 63). Customer's blood glucose at time of incident was unknown.

Manufacturer narrative:
The pump error alarm was confirmed in the pump history due to cold solder joints at the keypad assembly. The pump was received with minor scratches on the lcd window and case.